Manufacturer narrative:
The customer stated they placed an instrument into the cidex opa solution and before it was removed, another instrument was added to the cidex opa solution. The customer reported they began the 12-minute soaking again when they placed the 2nd item into the soaking tray. Since the solution was not tested a 2nd time, there is no guarantee that the solution met the minimum effective concentration (mec) nor could guarantee cross contamination did not occur. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, and system risk analysis (sra). The batch history record could not be reviewed as the lot number was not available. Complaint trending was not performed since the issue was not identified as a manufacturing or functional issue and the lot number was not provided. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause of this issue is due to user error. The asp representative reviewed the instructions for use (IFU) with the customer and advised them to always follow the IFU and to always test the solution prior to each use. The issue will be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
A customer reported they did not test their cidex® opa solution for the minimum effective concentration (mec) prior to use and their instruments were released for use on patients. The instructions for use (IFU) states the concentration of this product during its reuse life must be verified by the cidex® opa solution test strip prior to each use to determine that the concentration of ortho-phthalaldehyde is above the mec of 0.3%. The customer stated they soaked the instrument for 12-minutes as directed in the IFU. There was no report of injury or harm to patient(s) associated with this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not test the cidex® opa solution with cidex® opa test strips for the minimum effective concentration (mec) prior to use since asp is not able to guarantee it has been high level disinfected.